Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station remained stuck on the screen and requested synchronization after version 1.8 was installed. The field service engineer (fse) rebooted the station, but the issue persisted and could not connect to the server. The fse then reimaged the station to version 1.8.0, set the time zone to eastern standard time, ensured the speed duplex was set to auto mode, verified the internet protocol and assigned it, checked the firewall and disabled it, and installed eset to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, it requested a synchronization after upgraded to 1.8 version. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.